Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofibervideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, the adhesive on the bending section cover was detached, and the distal end has a chip. The was no patient involvement.